Event description:
The hosp reported that during the vein harvesting procedure, the physician assistant observed smoke coming from the jaws/ distal end of the device. After the smoke had dissipated, the physician assistant continued but observed that the e-ring had been caught in the jaws. The units were pulled out from the leg and during retraction, it was noticed that the e-ring had been cut in half. During retraction of the devices from the leg, one half of the e-ring pulled off the cannula and became stuck in tissue in the leg. The piece was pulled out from the leg through the original incision and no additional incision were made. The case was completed by using a replacement device. No pt complications were reported.